Event description:
It was reported that during insertion in surgical intensive, a leak was found at the junction of the needle and the hub. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.